Manufacturer narrative:
Concomitant medical product: product ID: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was removed ue to infection. No further patient complications have been reported as a result of this event.